Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: visible moisture in display and ir port. Investigators were only able to download a portion of the black box and no history. The portion of the black box did recorded unexplained power on resets. Leak test failed due to display lens leak. No moisture in battery compartment. Powered up pump with good audio and vibratory sounds. The display was dim and unreadable. All buttons were not functional. Unable to complete failed steps due to display and keypad failures. Opened pump and removed from case. Moisture on all internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.